Event description:
It was reported that during a clinic visit, the atrial lead exhibited low impedance, causing an automatic polarity switch at high outputs. The patient experienced muscle stimulation due to the high unipolar atrial pacing. No intervention was performed. The lead was programmed to monitor only.

Manufacturer narrative:
.